Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause for the reported event cannot be determined. The instruction manual gives several warnings in an effort to prevent probe damage. ¿upon receipt and prior to use, examine the insulation of the probe for splits, cracks, holes, or other imperfections. Do not use a damaged product and contact olympus. Each shot depletes some portion of the useful life of the probe. Because each electrohydraulic lithotripsy procedure is different, the stresses on an individual probe vary significantly.¿

Event description:
Olympus was informed that during a bladder stone procedure, the physician noted metal fibers exposed at the distal tip of the probe. It was reported that due to the hardness of the stone, three additional probes were used to complete the procedure. The physician reported that the use of the additional probes is not unusual due to the hard stone. There was no patient injury reported.

Manufacturer narrative:
The device was returned to olympus original equipment manufacturer (OEM) for evaluation. The OEM evaluation confirmed the reported probe damage. The strength of the cavitation bubble on this probe type could likely drive the head of the probe backwards as the insulation breaks down. The OEM confirmed that the reported phenomenon could be related to a known device issue.